Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure when the event log was checked for the generator, several messages were displayed: 'hp with bad blade" and "run broken blade." The blade was intact. While delivering to the logistics, the blade was broken. No patient consequences reported. The procedure was prolonged by twenty minutes and completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The event log is not date/time stamped so it is not possible to correlate the messages in the event log to what occurred during a procedure. The event log message of ¿hp with bad blade¿ and ¿ run broken blade¿ are the event log readings of the alert screens displayed by the generator during a surgical procedure, not necessarily this surgical procedure. The ¿hp with bad blade¿ is for the¿ blade error detected¿ alert screen and indicates that the impedance magnitude is too high during blade integrity test. The ¿run broken blade¿ event log reading is for the ¿relax pressure on blade¿ alert screen and indicates that the impedance magnitude too high. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.